Manufacturer narrative:
A returned questionnaire from the physician indicated the following: there was not a specific leakage site observed, the doctor did not notice whether the tubing was kinked or twisted around each other when he opened the pocket, when the device was implanted there was not excessive nor inadequate tubing lengths observed, nothing was ntoed in the positioning that may have cause stress(es) to the device, there was no apparent info in the pt's history which may have contributed to this occurrence, and the device did not contact any unshod, sharp instrumentation during or subsequent to removal. Two cylinders and a pump were received and evaluated by the MFR. During fuctional testing a leakage site was observed in cylinder #2 and at the pump's serialized strain relief. Microscopic examination of the leakage site showed uniform striations, indicating contact with sharp instrumentation, such as scissors or scapel. The cross sectional surfaces of the pump tubing leakage site were rough and irregular, indicating a tubing tear. Based on the received info and quality assurance's examination and testing, qa concludes that two leakage sites existed with this device. Based on the duration this device was implanted, the leak in the cylinder was caused by contact with sharp instrumentation during or subsequent to explant surgery. Thus, this leak was not associated with the received complaint. The leak in the pump's tubing resulted from stress(es) experienced by the device while in-vivo, and the leak was responsible for the reported flat implant with a loss of fluid.

Event description:
Per the info provided to co by surgeon/physician through means of a written response to the request for add'l info, the device was removed as "it was flat; no fluid in system." The surgeon also observed "flat implant, no obvious leak." As reported to co, the entire device was removed and replaced with co's 2-piece inflatable penile prosthesis.